Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is unable to communicate with external devices. Next course of action is unknown at this time.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information was received indicating the ipg became inoperable following an unrelated procedure.

Event description:
Patients ipg is reportedly inoperable. Patient is planning surgical intervention to fix the patient issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2023 where in the patients ipg was replaced and therapy was restored.